Event description:
It was reported that a patient with diabetes experienced a pump error alarm that could not be cleared. System review confirmed a mechanical pump error. During the same interaction, it was also noted that the most recent infusion set had a bent cannula, requiring early replacement. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.